Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that both insertion points on calcar shaft and handle are bent, not allowing proper use of instrument. Two instruments were not functioning correctly in surgery. No surgical delay." The product was not returned to depuy synthes, however photos were provided for review. The photo/x-ray investigation revealed that the coupling end of mi calcar reamer shaft exhibits deep scratches and a severe degree of deformity. The assembly allegation was not confirmed as the device was not returned for evaluation. Functionality issues can not be assessed through a photo investigation. No other problem identified. The overall complaint was confirmed as the observed condition of the mi calcar reamer shaft would contribute to the complained device issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. Added: h6 medical device problem code.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that both insertion points on calcar shaft and handle are bent, not allowing proper use of instrument. Two instruments were not functioning correctly in surgery. No surgical delay.